Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was damaged; the ring came loose from the top of the customer's reservoir compartment. The patient's blood glucose at the time of incident is unknown. There was also a crack on the back of the insulin pump and on the side of the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump unable to perform the displacement test due to missing retainer. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.